Event description:
It was reported that the patient experienced a perforation of their right atrium that was discovered after the implant procedure of their right atrial (ra) lead was completed. A drain was placed on the patient. The ra lead was re-positioned the next day after the implant procedure and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.